Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the batteries do not hold a charge indicator gauge button when pressed, does not work. There was no reported patient involvement.

Manufacturer narrative:
Device serial number not provided.